Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak due to a loose connection between the apd luer lock connector to the baxter solution bag during the last fill of pd treatment. The patient reported that they felt the connection was tight enough during setup and suspect that it may have come loose during treatment. The patient's contact reported receiving air detected in cassette alarms two times during the last fill cycler. It is unknown at which point in therapy the leak may have begun. There was no fluid leak observed within the cycler. The patient's contact was advised to resetup supplies and notify the peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient reported that treatment was not completed because he felt enough treatment was already completed at the time of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The apd connector used by the patient was discarded and is not available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Corrected information: d11- replacing delflex pd fluid with baxter pd fluid (transcription error).